Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that malfunction alarms occurred. Customer¿s blood glucose level was 270 mg/dl. The customer declined follow-up from tandem technical support to ensure a back-up insulin therapy was obtained.